Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number 20532499 on 7nov2024. The current complaint database has been researched for this event and there were no findings. The report was found to be written against a 400-2100, macrolyte dispersive electrode, device. The date of the procedure was (B)(6) 2024. The reporter remained anonymous. The report states, ¿electricity went across the pad into the patient's skin. The patient sustained a burn to his leg.¿ there was no report of injury, medical intervention, or hospitalization for the patient. The maude report also indicates that this was a superficial (first degree) burn. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding 26,016 devices, for this device family and failure mode. During this same time frame 12,215,020 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.002. Per the instructions for use, the user is advised that some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissue ablation, joint ablation, etc.). In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. Conmed macrolyte dispersive pads have not been tested for use during high current procedures and are not recommended for non-standard electrosurgical applications. Consult the generator and accessory manuals for recommendations provided by the manufacturer. Macrolyte adult and pediatric pads are not recommended for use in high current procedures where the activation time and current exceed 30 amps in any 60 second period. Select a well vascularized site in close proximity to the surgical site (anterior arm or thigh is recommended). Avoid placement on bony prominence, skin lesions or folds, tattoos, scars, metal prosthesis or near ECG electrodes and cables. Do not apply where fluid may pool. Always use largest size pad per the patient weight guidelines which can be properly applied to the site: adult products are for use on patients weighing more than 15 kg. Pediatric pads are for use on patients weighing between 5 and 15 kg. Prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created by the finding of maude report number 20532499 on 7nov24. The current complaint database has been researched for this event and there were no findings. The report was found to be written against a 400-2100, macrolyte dispersive electrode, device. The date of the procedure was (B)(6) 2024. The reporter remained anonymous. The report states, "electricity went across the pad into the patient's skin. The patient sustained a burn to his leg." There was no report of injury, medical intervention, or hospitalization for the patient. The maude report also indicates that this was a superficial (first degree) burn. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.